Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for troponin t short turn around time (tnt stat) on two patient samples, one on (B)(6) 2013. All results are in ng/ml. On (B)(6) 2013, patient 1 had a tnt stat sample that resulted 0.14. Later in the day, a second sample was run and the initial tnt stat result was <0.01, accompanied by a data flag. This result was not reported outside of the laboratory. The customer realized that the patient had a higher result earlier in the day, and repeated the sample. The repeat result was 0.13. The customer deemed the repeat result to be the correct result. There was no adverse event. On (B)(6) 2013, patient 2 had a tnt stat result of <0.01, accompanied by a data flag. This result was reported outside of the laboratory and was questioned by the physician. The physician indicated the patient had tested higher previously. The sample was repeated on another elecsys 2010 analyzer and generated a result of 1.21. Later, the customer repeated the sample on this elecsys 2010 and generated a result of 1.39. The customer deemed the repeat result of 1.21 to be the correct result and corrected the result. No treatment was given based on the erroneous result. There was no adverse event. The lot of tnt stat reagent in use was 17328701, with an expiration date of 07/31/2014. The field service representative found the sample/reagent (s/r) probe liquid level detection (lld) voltage was misadjusted. He adjusted the lld s/r probe voltage. He replaced the s/r probe tubing and seal. He also replaced the syringe seals and tubings. The customer ran the suspected sample ten times.